Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the rn stated the original pump was giving repeated purge failure alarms. As a result, the intra-aortic balloon pump (iabp) was switched out. The rn stated that the pt is in afib, heart rate 85/min. The clinical support specialist (css) explained to the rn about the drain task and why the purge failure alarm occurred with the irregular heart rate. The rn verified that pumping was not interrupted with drain failure alarm. The css stated that the rn does understand that the iabp would not have to be changed for this alarm.